Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Relevant retention test strips (lot 381239) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter was provided for investigation where it was tested using masterlot strips and retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3%. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated they received questionable results for five patients tested with coaguchek xs meter serial number. Of the five patients, one patient had discrepant test results. A sample from the patient was tested using the meter, resulting with a value of 3.3 inr. Within 2 hours, a sample from the patient was tested in the laboratory using a stago analyzer with unknown reagent, resulting with a value of 2.4 inr.